Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: pxc141200/06044160.

Event description:
On (B)(6) 2009, the pt was treated for a ruptured aortic aneurysm with two gore excluder aaa endoprostheses. The aneurysm was excluded and the pt tolerated the procedure. On (B)(6) 2012, the pt presented with belly pain and back pain. Cta showed aneurysm growth of at least a centimeter (exact measurements not available) and a type ii endoleak at the lumbar arteries. The pt was taken to surgery where lumbar arteries were ligated. It was also noted that the aneurysm sac was not pressurized. The endoleak was resolved and the pt tolerated the procedure.